Manufacturer narrative:
Additional information has been received related to threshold suspend event which was not incorrect with the initial report. The correct and updated information has been provided in section b5 with this report.

Event description:
It was reported that 194 mg/dl was sensor glucose value during incident and 294 mg/dl was blood glucose value during incident and this value's were not associated with the triggered suspend event. There was no suspend event occurred and low limit in sensor setting was 80 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm as well as insulin pump had cracked on the back near the battery compartment. The customer¿s blood glucose was 294 mg/dl and the sensor glucose was 194 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was not suspended due to sensor values. Customer stated that the sensor glucose value that triggered the suspend on low or suspend before low event was 194 mg/dl. Customer stated that the low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The insulin pump will be and sensor will not be returned for analysis.